Event description:
It was reported that during a da vinci-assisted ventral hernia transabdominal preperitoneal (tapp) surgical procedure, a piece of the arm broke off of the force bipolar forceps instrument and fell into the patient. The piece was retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was using a bipolar as typical when the wrist broke and a piece of the instrument was sticking out. The staff then tried to remove the instrument but could not because that piece was sticking out past the profile of the instrument/trocar. The piece was attempted to be tapped back within the profile of the instrument and noticed that the piece that was protruding was loose; this was noticed immediately upon touching it with the other instrument (it was loose/broken). A robotic needle driver was used to pluck the piece out so that it would not fall out. The instrument was safely removed followed by the fragment. This had happened once before when they were pulling a large piece of mesh through a trocar. That made sense. They were simply grasping an inguinal hernia sac when this happened. The instrument was in use for about 45 minutes. The instrument did not collide with any other instruments or other hard material during the procedure the instrument was not removed during the procedure prior to the breakage. Upon final removal of the instrument the wrist was straightened by the piece was sticking out. The staff did not feel any resistance upon the final removal of the instrument through the cannula. There was no damage noted to the cannula or the instrument. The fragments were retrieved using a laparoscopic atraumatic grasper. The instrument was kept within visual sight at all times, and it was noticed when it broke. No additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically. But the piece was very small and if this happens again in the future without the surgeon/team witnessing the loose piece, it could fall within the patient. The patient has not returned to the hospital due to experiencing any surgical complications related to retaining a foreign object. The customer attempted to retrieve the instrument and the fragment from the disposable instrument box, but it is unknown if they were successful.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip tang at the tip end of the grip tip assembly. A piece approximately 3.51 mm x 1.70 mm was found to be broken off. The broken piece was not returned. In addition, the instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.67 mm. The grips were not found to be cracked. Further inspection found a broken grip tang on the outer part of the grip tip; the outer part of the grip tang made impact with something that caused physical damage, thus causing the bend.